Manufacturer narrative:
Date of event and therapy date are estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-49112. It was reported that the patient has been experiencing myoclonia since few weeks (exact date unknown). As such, the leads were explanted to address the issue.

Event description:
New information received states that physician does not suspect the drg system was the cause of the myclonia and diagnostic testing is running. No further information is available at this time.

Manufacturer narrative:
D6a - date of implant date provided.

Manufacturer narrative:
This event cannot be confirmed or not confirmed for myoclonia through product analysis testing alone. As received, lead (a) was returned incomplete and passed isolation resistance testing. The cause of the reported event remains unknown.